Manufacturer narrative:
The three samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three revaclear dialyzers presented an internal blood leakage. The reporter stated that immediately after starting therapy, the non-baxter machine presented a ¿blood leak detected¿ alarm. The treatment was stopped and the blood in the circuit was not returned to the patient. A second dialyzer was then set up on the same machine; again, the machine alarmed. Treatment was stopped, and the blood from the second dialyzer was also not returned to the patient. The nurse moved the patient to a different non-baxter dialysis machine. Within minutes of starting the treatment, the machine presented a ¿blood leak detected¿ alarm. The third setup was taken down and the blood was not returned to the patient. The patient was then set up a fourth time with a dialyzer of a different lot number, and was able to successfully complete therapy. Upon further review by the customer, the three leaking dialyzers were found to have come from a damaged box. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.